Event description:
It was reported that the customer could not fill the reservoir for his insulin pump. His blood glucose was 107mg/dl at the time of reporting. It was discovered that he was using the wrong reservoir. Once he was using the right materials the problem was resolved. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.